Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 320 mg/dl, and the meter bg reading was 104 mg/dl. A root cause could not be determined and a replacement sensor was sent to the customer. Reportedly, the pump did not deliver boluses accurately because of inaccurate cgm reading and resulted in a high bg of 450 mg/dl. Reportedly, the customer delivered a correction bolus via pump to address the high bg and subsequently, went to the emergency room (ER) where the customer received fluids and bloodwork tests were administered. The customer reported having high ketones, identified as dangerous or life threatening. The customer was not admitted to the hospital and was released from the ER with a bg of 230 mg/dl and in stable condition.